Event description:
The vizigo sheath was not visible on the mapping system. The sheath was used and not replaced with no harm to the patient. The manufacturer was notified. Manufacturer response for sheath, carto vizigo bi-directional guiding sheath (per site reporter) per report, manufacturer notified.